Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the suction was stuck on was confirmed. The device evaluation found the reportable finding identified in b5; the nozzle had foreign material. The following information was received from the customer regarding the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The customer did not have any idea what the foreign material was. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The customer did not have any concerns about the reprocessing, cleaning and disinfection was carried out using oer-3. The following non-reportable findings were found during evaluation: suction valve couldn't be connected smoothly because suction cylinder was shaved, bending angle in up direction did not meet the standard value due to wear of angle wire, suction cylinder had a scratch, electrical connector had corrosion, scope connector cover unit had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, forceps elevator lever had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, adhesive on bending section cover had scratch, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire, forceps elevator knob had a scratch, and plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope suction was stuck on. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.